Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the operator channel inlet of the fiberscope fell out after two washes. The event occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, d9, h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the mouthguard piece at the control secton was damaged and leaking and channel mount was deformed. The most probable cause of the complaint is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.